Manufacturer narrative:
Updated fields: (event site postal code - (B)(6)), (type of investigation, investigation findings, component codes and investigation conclusions), corrected fields. Getinge field service engineer (fse) confirmed automatic filling error. Pressure tube replaced and drive manifold test failed, so drive manifold replaced. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
H11 the following was performed by a sr service technician of the maquet failure analysis and testing dept wayne nj ab 25 september 2024 the failure analysis and testing department received drive manifold assembly and part number pressure tube assy with a reported unit failure of automatic filling error the fat department performed a visual inspection of the parts received and found that the parts are in good conditionthe fat department installed drive manifold assy and pressure tube assy in the cardiosave test fixture and tested jointly and separately to factory specifications per cardiosave service manual the failure analysis and testing department could not verify the automatic filling error as experienced by the customer retaining parts in fat dept per procedure per sme based on information in the complaint most likely root cause is failure of the drive manifold due to valve failure.

Event description:
N/a.

Event description:
It was reported that during mechanical engineers inspection, the cardiosave intra-aortic balloon pump (iabp) had an automatic filling error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.